Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received inappropriate shock therapy for a supraventricular tachycardia (svt) rhythm. Therapy was exhausted in the episode and the shocks were not able to convert the rhythm since it was not ventricular in origin. High, out-of-range shock impedance measurements of greater than 125 ohms were observed. During this episode, the ICD displayed a code 1005 for a shock impedance greater than 145 ohms, indicating an open circuit condition. Technical services reviewed the available data and recommended seeing the patient to evaluate the rv lead. Recommended troubleshooting included isometrics and patient movements while taking continuous impedance measurements, to see if noise or jumps in impedance can be provoked. Lead replacement is likely to be required. Technical services also discussed programming considerations to avoid therapy for svt rhythms. No additional adverse patient effects were reported outside of the inappropriate shocks therapy. At this time, the device and lead remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.